Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited capture threshold of 3.3 v, 0.4 ms and sensing thresholds of 1.2 mv. The lead remains implanted.